Event description:
It was reported that during a trans-septal ablation procedure, the guidewire coating detached. Vascular access was obtained 'primarily' via the femoral artery. The physician attempted to position another manufacturer's sheath by advancing the amplatz super stiff guidewire. While advancing the guidewire, resistance was noted and the physician realized the amplatz was inside the 'wrong lumen' of the sheath. When the amplatz was removed from the sheath, a piece of the coating from the distal portion of the wire had detached and was removed along with the wire. The procedure was completed another of the same device. No patient complications were noted and the patient's status was reported as 'stable'.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Device evaluated by manufacturer: a visual examination of the returned device revealed that the distal tip was severely unraveled and the core wire was exposed. The unraveled coil was stretched suggesting that the device had been constrained. Microscopic examination revealed that the bald weld section was separated from the core wire, but not detached. The guide wire coating was missing or scrapped at 2cm, 7cm, 15cm, 39cm, 84cm, 87cm, 99cm, 120cm, 124cm, 142cm, 169cm, and 210cm distal to the proximal end of the wire. Sem analysis of the fracture site revealed the presence of elongated dimple ruptures in a torsional direction. No reduction on the cross sectional area or other material anomalies were noted. This type of damaged is commonly due to a torsional type overload. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is determined to be user related as the device in not indicated for use if resistance is met during advancement. (B)(4).

Event description:
It was reported that during a trans-septal ablation procedure, the guidewire coating detached. Vascular access was obtained 'primarily' via the femoral artery. The physician attempted to position another manufacturer's sheath by advancing the amplatz super stiff guidewire. While advancing the guidewire, resistance was noted and the physician realized the amplatz was inside the 'wrong lumen' of the sheath. When the amplatz was removed from the sheath, a piece of the coating from the distal portion of the wire had detached and was removed along with the wire. The procedure was completed another of the same device. No patient complications were noted and the patient's status was reported as 'stable'.